Event description:
Used bd filter needle (blunt to draw up mvi) to add to IV bag a piece of rubber stopper noted in needle at injection into IV bag. Also, product is similar in package color of cap both red with bd blunt fill needle. Ref: 305180. Hard to quickly indentify product. Look the same.